Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); additional emdrs will be submitted to represent the bard/davol perfix plug (device 2) and the bard/davol perfix plug (device 3). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). On (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 3). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1, 2 and 3). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1, 2, and 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum based on additional information provided by patients attorney: at this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Addendum (jun-23): h11: corrected field: g6 (type of MDR report-follow-up #). FDA advised bd that initial report and follow up #2 were provided, with no follow up #1. Review noted an error in processing the follow up report in 2018 that listed it (g6) as fu#2. This supplemental emdr (#1) is being submitted to correct the record per FDA recommendation. Corrected field: g6 (type of MDR report-follow-up #).

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 3). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1, 2 and 3). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1, 2, and 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per legal complaint: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #3). And an unspecified bard/davol bard flat mesh (device #4). The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3) and the bard flat mesh (device #4). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
As reported on 06/15/2018: the following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). On (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 3). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1, 2 and 3). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1, 2, and 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per legal complaint: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). On (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #3). And an unspecified bard/davol bard flat mesh (device #4). The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3) and the bard flat mesh (device #4). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
Addendum based on additional information provided by patients attorney: at this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This supplemental emdr represents the bard/davol perfix plug (device #1); additional supplemental emdrs will be submitted to represent the bard/davol perfix plug (device #2) and the bard/davol perfix plug (device #3) and an additional emdr for bard flat mesh (device #4). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.